Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, but the customer was not interested in obtaining an out-of-warranty loaner pump. No additional information was able to be obtained regarding an alternate insulin therapy.